Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting / will not recognize battery pack) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was shorted. The cause of the resets and inability to recognize the batteries is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component. The patient was issued a replacement battery charger.

Event description:
A (B)(6) year old male patient contacted zoll customer support to report that the charger/modem was resetting and would not recognize a battery pack. The patient was issued a replacement charger/modem.